Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were having a return of symptoms and that they were back in diapers. The patient stated that they had gone through all four programs and never found relief. The patient noted that over a month prior to report they went through the first four programs but had no luck. The patient then stated that they had gotten four more programs and program 2 kicked in, so the patient was no longer leaking. The patient reported that they had to use catheters to evacuate but that was fine with them. The patient noted that program 2 quit working 6-8 weeks ago for their symptoms and stated that they had been through all four programs that were currently available in the patient programmer (pp) but found no relief in symptoms. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.